Event description:
It was reported that a pump failed calibration. There was no report of patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 21-jul-2022 via email and attached to complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.